Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.